Event description:
It was reported that the stent partially deployed and was elongated. A 7x150, 130 cm eluvia was selected for use to treat peripheral artery disease (pad). During the procedure, upon deployment the wheel became problematic to roll, causing the device to become stuck on the wire. The physician was able to pull the blue deployment rod, after which the entire stent successfully deployed. It was also noted that the stent was elongated. The procedure was completed with original device. There were no patient complications as a result of this event.